Manufacturer narrative:
The instrument was returned and evaluated, failure analysis investigation found the pitch up cable broken at the distal end of the instrument. Cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tip was bent at the end of the permanent cautery hook instrument. There was no allegation of harm or injury or reports of fragments falling into a patient.